Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the smart remote manager door would not close and kept beeping. A field service engineer opened the side door and found that the latch had some broken pieces. The field service engineer shut down the device, replaced the micro switches, and then rebooted the device. The system functioned as intended after the field service engineer repaired the device. D4 & h4: UDI and manufacturer date not available

Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es had a smart remote manager lock that was not engaging. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.